Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received info that an altitude alarm occurred while the customer was running and the alarm could not be cleared. Reportedly, the customer's blood glucose level was 212 mg/dl.